Event description:
It was reported that an anchor broke during the insertion. It couldn't be removed completely, so it was cut off at the bone level and left in the bone.

Manufacturer narrative:
The pt's weight was not made available.